Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported about 4 months ago, they had to do injection in the back and look at their spine, they stuck a needle in their back, after they did it, they turned the patient's body over and ins went haywire and stimulation got strong and shocking him and they had to turn the ins off. Patient stated they came home and turn the ins on low but since then, they seem to have an issue.